Event description:
Customer reported the system will not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the x-ray tube needs to be replaced. Customer will order and replace tube.